Manufacturer narrative:
Conclusion: ethicon initiated a voluntary recall on 09/05/2005 due to non-sterility of this lot of product distributed exclusively. If add'l info is received, a supplemental form 3500a will be submitted. This is one of two medwatch reports being submitted as two separate devices were used. See 2210968-2007-00195 for the other medwatch. The same pt is represented in each medwatch.

Event description:
International customer reported that a pt underwent an extended hysterectomy in 2005. One 15f drain was placed at the douglas ligament and connected to the 300 ml reservoir. The pt reported pain at drain insertion site and abdominal pain 4 days later. Effusion was noted at the drain insertion site on the next day. Flare was noted at drain insertion site 2 days later. The drain was removed the day after. The insertion port was healed and the pt was discharged. No sign of inflammation was seen during her stay in hospital. Antibiotics were prescribed. The pt returned on post-op day 20 reporting of genital bleeding and a dehiscence of the vaginal stump was confirmed. The pt was returned to surgery for repair. The surgeon opines that the non-sterile reservoir caused the dehiscence.